Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement spectra psu shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that reported, the psu (camera) has intermittent hardware faults. The illuminator current is moving in and out of range. Also, the laser battery is dead. Electrical failure, system fault code and illuminator current out of range, directly caused the event.

Event description:
A medtronic representative reported a navigation system camera amber error led light was on and flashing. There was no patient present when this issue was identified.